Event description:
The physician cannulated the artery with a standard needle; however, they could not advance a wire guide. The roadrunner wire guide was then opened and advanced in the femoral artery to the aortic arch. The needle was removed and a sheath inserted. A catheter was then back loaded and some resistance was met instantly, but was then o.k. When the wire guide was removed from the catheter, it was noted the covering had been sheared.